Event description:
It was reported that during a surgery, the t2 implant was premature detachment. Both anchors were released. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported. Implants were removed.

Event description:
It was reported that during a surgery, the t2 implant was premature detachment. The procedure was successfully completed with no significant delay, using a back-up device. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts were returned for examination. It is difficult to perform an accurate evaluation of a failure without having the entire product to consider. As such the complaint is being closed without conclusion. Updated.